Manufacturer narrative:
Insulin pump received with blank display due to moisture damage to electronic component noted. Cracked battery tube thread and cracked window display corners noted.

Event description:
The customer reported via phone call that battery compartment and screen was cracked. Blood glucose was unknown. Customer also reported that insulin pump was exposed to moisture. The insulin pump will be returned for analysis.